Manufacturer narrative:
Subject device remains implanted.

Event description:
It was reported that during stent-assisted coil embolization for an aneurysm, coil protruded out of the aneurysm into the anterior cerebral artery, a2 branch leading to branching vessel thrombosis and blood flow shutdown. Administration of abxcimab and placement of a second stent (y stenting) was performed to restore the blood flow. The adverse event of parent vessel thrombosis was resolved the same day without sequalae. According to the physician, the coil protrusion was due to due to the broad neck aneurysm at the bifurcation point and y-stenting with 2 stents was needed to protect all the neck and vessels.

Manufacturer narrative:
Although the DHR could not be reviewed for the target coils because the lot number remains unknown, there are controls in the manufacturing process to ensure the product met specifications upon release. The device was intended to be used for treatment. The reported complaint could not be confirmed and it could not be definitively determined if the device failed to meet specifications because the product was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. While there are a number of potential causes for the reported events, because the devices were not returned and a review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned to the reported main coil protrusion. The reported patient vessel thrombosis is a known and anticipated complication to these types of procedures and patient condition and is listed as such in the device directions for use. Therefore, a probable cause of 'anticipated procedural complication' was assigned to this reported event.

Event description:
It was reported that during stent-assisted coil embolization for an aneurysm, coil protruded out of the aneurysm into the anterior cerebral artery, a2 branch leading to branching vessel thrombosis and blood flow shutdown. Administration of abxcimab and placement of a second stent (y stenting) was performed to restore the blood flow. The adverse event of parent vessel thrombosis was resolved the same day without sequalae. According to the physician, the coil protrusion was due to due to the broad neck aneurysm at the bifurcation point and y-stenting with 2 stents was needed to protect all the neck and vessels.